Event description:
The surgeon began to suture incisional area with a 2-0 vicryl, and the suture separtated from the needle and small fragments of the needle broke and fell into the incisional area. The surgeon retrieved the fragments with a tissue forcep. He then irrigated the wound with saline (approx. 400cc). After examination, it was determined that no other fragments were in the wound. The co. Rep was contacted and all of this lot suture was pulled from the shelves. The co. Resonded by saying that the needle was intact, which it wasn't. Fragments were sent to them. I am waiting to hear back from them after they re-examine the specimen.invalid data - regarding single use labeling of device. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability.invalid data - regarding whether event presents imminent hazard. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, a device from same lot was evaluated. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: invalid data. Corrective actions: device permanently removed from service, device returned to manufacturer/dealer/distributor, use of all similar devices stopped permanently. Invalid data - on device destroyed/disposed of status.